Manufacturer narrative:
Insulin pump passed the displacement test and self test. Insulin pump monitored for several hours and no unexpected random beeps noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was having a regular beeping of the pump. The customer¿s blood glucose level was 6.7mm/dl at the time of the incident. Customer complaint of a beep anomaly; customer is reporting that they are having troubles hearing the beep sound. Troubleshooting was perform but inconclusive. The insulin pump will not be returned for analysis.